Event description:
New information received notes that there were re-occurrences of post-paced t-wave oversensing episodes. Programming changes were performed. The patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed, and the patient will further be monitored. There were no patient consequences.